Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1983 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was implanted into the brachial vein on (B)(6) 2020. The catheter was inserted 21.5 cm in the front upper arm and 40 cm in the body, with the exposed part of 4 cm. The nurse disinfected the patient before the infusion. When the tube was lifted for disinfection, it was found completely disconnected and prolapsed 5 cm from the puncture site. The internal end had already traveled to the lungs, and it was removed in the intervention department. It was stated reason for the broken catheter was unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that a catheter detached or broke from the connector was confirmed from the images and video that were provided for investigation; however, it could not be verified that the implicated 4fr single-lumen groshong PICC was the device in the images. One image showed what appeared to be an insertion site in the patient's arm. An impression was observed on the skin that trailed from the insertion site and curved into a j-shape. No portion of the dressing, catheter, or catheter connector were observed in the photo. Three of the images were radiographic images that showed the thoracic region. In two of the radiographic images, an object that was consistent with catheter tubing was observed. The video showed what appeared to be a snare removing an object that was consistent with catheter tubing. Although the images show an object that was consistent with catheter tubing, it could not be verified that the implicated product was the object in the images and video. No identifiable features were observed that could verify the object as a groshong PICC. The connection between the catheter and the connector or the adjoining ends of the catheter could not be observed to determine contributing factors of the reported event. No photos of the removed catheter or connector were provided for investigation. Evaluation findings are in section h.11.

Event description:
It was reported that the catheter was implanted into the brachial vein on (B)(6) 2020. The catheter was inserted 21.5 cm in the front upper arm and 40 cm in the body, with the exposed part of 4 cm. The nurse disinfected the patient before the infusion. When the tube was lifted for disinfection, it was found completely disconnected and prolapsed 5 cm from the puncture site. The internal end had already traveled to the lungs, and it was removed in the intervention department. It was stated reason for the broken catheter was unknown.